Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable events occurred due to one or more of the following: failure of the image sensor unit or a defect of the circuit board in the video connector, or a defect of the system side. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system. Inspection of the endoscopic image 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli (white light imaging) and nbi (narrow band imaging) endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed that there was a image loss issue due to damage on charged coupled device unit, the image disappears during angulation in right left directions. Due to damage on charged coupled device unit, image noise occurs and the image cannot be seen. Due to damage on charged coupled device unit, insulation resistance value does not meet the standard value. Universal cord has a scratch. Video connector case has a scratch. Video connector has a scratch. Light guide connector has a scratch. Light guide-cover glass has a scratch. Switch button 1 has a scratch. Bending tube is deformed. Right left plate has a scratch. Right left lever has a scratch. Angulation lever has a scratch. Grip has a scratch. Control unit has a scratch. Adhesive on bending section rubber has a chip. Bending section rubber has a scratch. Up down plate has a scratch. Due to damage on lock engagement lever, the bending section cannot be fixed firmly. The device evaluation found the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope produced abnormal color tone and loss of image. The issue was found during preparation for use in a therapeutic procedure that was completed with a similar device. Inspection and testing of the returned device found image loss due to disconnection / short-circuit of the image sensor cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation